Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The rigidity of the flex arm was functionally evaluated by manually fully tightening and manipulating the instrument. The instrument tip was insufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that all parts of the flexible arm are seperated. Although the instrument was used intraoperatively, no patient comp lications were reported.